Manufacturer narrative:
(B)(4). The device has not been returned. Should the device get returned or should additional information become available, this report will be updated.

Event description:
Boston scientific received information that patient presented to the clinic due to hearing beep tones from their device. Upon interrogation, the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was explanted and replaced.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.